Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted. The rv lead helix was able to be extended, it was tried testing and the analyzer showed noise. After changing the analyzer and analyzer cables. It was determined that the rv lead was broken. The helix would not retract and physician manually turned lead to remove it. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.